Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp),the cardiosave intra-aortic balloon pump (iabp) may require maintenance, catheter restriction alarm. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. A getinge field service engineer evaluated issue reported: iab may require maintenance & iab catheter restriction alarms.observed and found that the problem is with maintenance parts such as safety disk, tidal volume disk, scroll compressor & vacuum and pressure filters as recommended during preventive maintenance. Since those spares replacement due crossed recommending to replace the same to rectify the reported issue. 30-03-2024: replaced safety disk(B)(4) and tidal volume disk(B)(4). Checked the unit's functionality. Its working as per the recommendation. Still the unit was kept under observation for two days in running condition to observe the repetition of "system temperature too high" alarm. Though the unit is working satisfactorily as per protocol. As the customer requested to observe the unit's functionality during the therapy. We have observed the unit's functionality for 3 cases and found the unit is working satisfactorily. Thus handing over the unit to customer with satisfactory working condition for clinical use.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A getinge field service engineer evaluated issue reported: iab may require maintenance & iab catheter restriction alarms. Observed and found that the problem is with maintenance parts such as safety disk, tidal volume disk, scroll compressor & vacuum and pressure filters as recommended during preventive maintenance. Since those spares replacement due crossed recommending to replace the same to rectify the reported issue. Fse replaced safety disk and tidal volume disk. Checked the unit's functionality. Its working as per the recommendation. Still the unit was kept under observation for two days in running condition to observe the repetition of "system temperature too high" alarm.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a